Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation was able to confirm and reproduce downstream occlusion alarms when no occlusion was present. The false alarms were determined to be caused by a failed downstream sensor which has been replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.